Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v893295, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that eight or nine months prior, patient was guided through adjusting stimulation. During the call, they turned it up and the patient got a shock.